Event description:
Customer called to report that the baths of the coulter ac.t diff2 analyzer overflowed and spilled onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and replaced the waste pump as well as the tubing through pinch valve (pv) lv18 that remained pinched when the pv opened. The fse also replaced the hemoglobin lamp. The fse then confirmed that the baths and vacuum isolator chamber (vic) drained properly, indicating that the issue was resolved. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cause of the leak is attributed to the tubing through lv18 that remained pinched when the pv opened.

Manufacturer narrative:
(B)(4).